Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. False pause episodes were noted on the implantable cardiac monitor due to undersensing. Programming changes were made to address the undersensing. The patient was in stable condition following reprogramming.